Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional 510k # k083213, hrs: plate, fixation, bone. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during an open reduction internal fixation of a patella on (B)(6) 2015 a 4mm cancellous screw broke during insertion after drilled with a 2.5mm drill bit. A screw removal set was used to remove the screw fragments. The surgery was successfully completed with a different readily available device and a 5 to 10 minute surgical delay. This report is 1 of 1 for (B)(4).